Event description:
A malfunction alarm with code 16 was reported, and there was no reported adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Technical support confirmed the shipping address and decided to send a replacement pump, instructing the customer to return the problematic pump using a pre-paid label within ten days. The customer understood how to put the pump into storage mode before returning it.